Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified mid left anterior descending artery (lad). The 2.5x15mm apex monorail balloon was advanced to the lesion to be used for predilation. The balloon was inflated to 7 atms on the first inflation and a pinhole rupture occurred. The device was successfully removed and the procedure was completed with a different device. No pt complications were reported. This product is only ous approved but is similar to a marketed us device.